Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 12-10mm amplatzer pda occluder was chosen for implant using an unknown delivery system. During the procedure, after an initial attempt at closure, a residual shunt was observed. The device was subsequently retrieved and examined outside the body, at which time multiple instances of fabric entanglement were noted. Due to these findings, the initial device was not re-used, and the procedure was completed using an alternative ado-1 device.